Event description:
Patient underwent robotic-assisted hysterectomy. Intra-op, during utilization of vessel sealer, the internal cable loosened, cable noted to be intact. Instrumentation was immediately removed. No harm to patient, procedure proceed without complications.